Event description:
According to the reporter, during spine procedure, the plastic part of the tip detached at the time of electrode usage. A piece fell into the patient's cavity and was removed immediately by forceps and retrieved. There was no x-ray performed, and no additional medical procedure was needed. Another electrode was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.